Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days ((B)(6) 2023, (B)(6) 2023 per timestamp). Events captured on (B)(6) 023 took place at abbott. Backup battery fault alarms due to backup battery circuit faults were intermittently active on (B)(6) 2023 from 09:24:16 ¿ (B)(6) 2023 at 06:24:21. The alarms occurred when the white power cable was disconnected from power. The backup battery use count increased at every occurrence of the backup battery fault alarms. The alarms cleared once the white power cable was reconnected to power. The driveline was disconnected on (B)(6) 2023 at 09:24:21 and the controller was shutdown at 09:26:05. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The system controller was connected to a mock loop and was able to operate a pump with no alarms active. There were no connection issues found between the backup battery and the system controller that would have contributed to the alarms. The system controller functioned as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had replace backup battery alarms multiple times starting on (B)(6) 2023. The emergency backup battery was exchanged but the alarms continued. The patient had two replace backup battery alarms on (B)(6) 2023. Log files were submitted for review. The log recorded a few emergency backup battery (ebb) fault events on (B)(6) 2023. The event appeared to be due to an ebb circuit fault which indicated a connection issue between the system controller and the ebb. The system controller was replaced, and the alarm resolved.